Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, the patient experienced pain, erosion of internal bodily tissue, dyspareunia, recurrence of incontinence and required additional surgery. All other information, including the patient's current condition, is unknown and reportedly unavailable.